Event description:
The customer was found motionless in bed and patient used the device to check their blood glucose. They obtained a result of 321 mg/dl. They called the paramedics. Emergency medical technicians arrived and checked patient's glucose at 30 mg/dl. They were treated with a glucose IV. Controls were not used on the system. The customer did not store test strips in their original capped vial. The device was replaced and requested to be returned for evaluation.